Event description:
(B)(6) - (B)(6) 2014- no injury alleged. Malfunction alleged. MDR filed. It was reported by the independent repair center that the unit is alarming and shutting down. No patient injury reported, no additional information provided.